Event description:
The consumer's mother alleges while going down a small incline, the chair allegedly tipped forward, causing the chair to flip on top of the consumer. The consumer allegedly sustained bruises and a cut requiring stitches.

Manufacturer narrative:
User was reportedly transgressing down an incline and the chair allegedly tipper over on top of the user. The user reportedly rec'd some bruising and a few stitches. This complaint appears to be the result of a mfg stability lock. If the stability lock feature does not engage properly, the chair may tip. Invacare has initiated a voluntary field action (B) (4).